Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited increased thresholds and impedance greater than 3000 ohms. The physician changed the pacing configuration and normal parameters were noted.